Event description:
It was reported that an ilet pump displayed alert 64 indicating a haptic system error, and multiple restarts did not resolve the malfunction; the device was shut down and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the patient¿s health, and the patient was instructed to continue cgm use with dexcom g7 and to perform standard startup on the replacement device. Investigation included customer service troubleshooting and education, confirmation of device details, and arrangement for device return. Investigation of this case revealed a persistent haptic system malfunction consistent with a device alert, with no patient injury. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the haptic component. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.